Event description:
Pulmonetic system, inc. Received a call from a representative of facility on 08/27/02. The representative reported the following problem: unit powered up correctly on internal battery but when plugged into ac, unit went into inop condition and would not shut down.